Manufacturer narrative:
E1 - initial reporter city: (B)(6)

Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed that the hypotube has no issues the polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material at 1mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. An attempt was made to inflate the balloon however, a pinhole was noted at 1mm distal to the proximal markerband. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.